Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff procedure. The twinfix ultra ha was broken. The procedure was completed with a delay of 30 minutes or less with a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the break. There was debris on the anchor. A visual inspection revealed that the anchor had fractured to the side proximal to the eyelet and the insertor was visible in the break. The insertor tines were bent. There was significant debris on the anchor and insertor. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, improper preparation of the insertion site, or off-axis insertion.